Event description:
It was reported that the customer was hospitalized with dka. Customer was in the process of changing the infusion set and during the manual prime the pump alarmed a-33 several times.